Event description:
It was reported that during a cardiac ablation procedure, the impedance feedback would stay fixed at a high readout, even whilst floating in the middle of the atrium; this occurred multiped times. Additionally, there were consistent high temperatures on pulsed field ablation lesions. Troubleshooting included pacing the catheter, pulling it into and out of the sheath, and reconnecting the catheter extension cable to the catheter interface unit. This techniques worked temporarily, but the issues would end up recurring. It was also reported that possible ventricular tachycardia occurred when ablating near the left inferior pulmonary vein (lipv) with pulsed field energy. It was suspected to have been a supraventricular tachycardia. The patient was cardioverted to treat the tachycardia. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.